Event description:
Pt was on morphine sulfate IV pump; had period of respiratory distress, decrease in repspiration, required intubation. Pt stated when recovered that something malfunctioned with pump.